Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer felt symptoms of nausea and vomiting. The customer was assisted with trouble shooting and the device passed the high pressure test. The customer was sent replacement infusion sets to resolve the issue.